Manufacturer narrative:
The sample evaluation confirms for a break / separation of the inflation tube in the area where the balloon and tube are welded together. The sample evaluation found the issue that presented does not appear to be associated with a manufacturing discrepancy. It appears that the separation was due to forces applied to the device possibly during removal from the packaging or during preparation for use. Visual examination of the break location on the tube is consistent with forces applied during pulling creating jagged edges and material separation. Aside from the broken inflation tube no other anomalies were noted. A definitive cause is unknown. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 06/30/2017 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during set up for a laparoscopic umbilical hernia repair procedure using a bard ventralight st w/ echo ps, the inflation tube broke from the mesh. A second device was opened and used without further issue.